Event description:
During a laparoscopically assisted vaginal hysterectomy, the surgeon fired the device to take the ip ligament and the staples did not form but it did cut. There was bleeding. Case was converted to open.